Event description:
Caller states the patient tested 5.1 inr and 3.9 inr on the coaguchek xs system during duplicate testing. Customer was treated based on second result, though no treatment information was provided. No adverse event reported. Requested return of suspect system and replacement was sent.